Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards japan received information that the patient with a 25mm 3300tfx pericardial aortic valve expired after ten (10) years and nine (9) months of implant. The cause of death was acute heart failure, and prosthetic valve dysfunction. There was dehiscence of the right coronary cusp with both side of the leaflet was torn apart from the stent posts causing acute aortic regurgitation. The cause of dehiscence was unknown. There was also thickened leaflet. Per additional information: the patient presented with symptom of difficulty breathing and shock. Three (3) days after the patient was transferred to the hospital, the patient expired with the device remained implanted. While avr is the only way to save life, conservative therapy was given due to the conditions that make it difficult for patients to make decisions. The device was explanted for departmental inspection and fixed in formalin.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
Updated sections: b5, g3, g6, h6 device code(s), type of investigation. Imaging evaluation: reports of leaflet tear and leaflet thickening were confirmed through image evaluation. Report of dehiscence and regurgitation were unable to be confirmed through image evaluation. Valve leaflets appeared to be thickened and swollen and had tears along the leaflet free margin near two of the three commissures. Valve also appeared to have host tissue overgrowth encroaching over the leaflets and the stent circumference on the outflow aspect.

Event description:
Edwards received information and through investigation, that the patient that the patient with a 25mm 3300tfx pericardial aortic valve expired after ten (10) years and nine (9) months of implant. The cause of death was acute heart failure, and prosthetic valve dysfunction with aortic regurgitation (ar) due to leaflet prolapse/dehiscence with torn and thickened leaflet, and decreased leaflet mobility and pannus. Per additional information, echo imaging after 6 years showed increased gradients (pv: 3.4m/s, pg:48mmhg) and mild ar. After 9 years, all three cusps appear to be thickened and progressed over time. Tee on june 2024 showed severe ar, decreased leaflet mobility, with a highly echogenic mass is observed on the aortic side of the ncc prosthetic valve. A vegetation or thrombus is suspected. The patient presented with symptom of difficulty breathing and shock and was admitted for heart failure due to ar. The cause of ar was annular dilatation and leaflet prolapse of the rcc/ncc commissure. Three (3) days after the patient was transferred to the hospital, the patient expired with the device remained implanted. Pathological findings showed leaflet thickening with rcc dehiscence and prosthetic valve with cholesterol crystal deposition accompanied by a foreign body reaction.

Manufacturer narrative:
Corrected data: updated sections b5, g3, g6, and h2.

Event description:
Edwards japan received information and through investigation, that the patient with a 25mm 3300tfx pericardial aortic valve expired after ten (10) years and nine (9) months of implant. The cause of death was acute heart failure, and prosthetic valve dysfunction with aortic regurgitation (ar) due to leaflet prolapse/dehiscence with torn and thickened leaflet, and decreased leaflet mobility and pannus. Per additional information, echo imaging after 6 years showed aortic stenosis with increased gradients (pv: 3.4m/s, pg:48mmhg) and mild ar. After 9 years, all three cusps appear to be thickened and progressed over time. Tee on (B)(6) 2024 showed severe ar, decreased leaflet mobility, with a highly echogenic mass is observed on the aortic side of the ncc prosthetic valve. A vegetation or thrombus is suspected. The patient presented with symptom of difficulty breathing and shock and was admitted for heart failure due to ar. The cause of ar was dehiscence on both sides of the rcc from the stent post, causing severe ar and leaflet prolapse. Three (3) days after the patient was transferred to the hospital, the patient expired with the device remained implanted. Pathological findings showed leaflet thickening with rcc dehiscence and prosthetic valve with cholesterol crystal deposition accompanied by a foreign body reaction.